Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection. The patient has been on keflex 500mg 3 times a day since (B)(6) 2021. The infection hasn¿t resolved so the system was being removed.